Event description:
A patient reported experiencing inaccurate high results with an ot profile meter. The patient's blood glucose results were 420mg/dl (meter), 311 mg/dl (lab). Tests were done less than 10 minutes apart with a difference of 51%. Patient did not experience any adverse events. No further information has been reported.